Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that she received failed battery test alerts on her insulin pump. The customer's blood glucose was 328 mg/dl. The customer staed that three days into using her new battery, it alerted bad battery, so she changed the battery and received another bad battery alert. Troubleshooting was performed. No anomalies were found and the customer did not receive a failed battery test. The customer stated she had also received a battery out limit alarm after a battery change. She was assisted in clearing this alarm, which resulted after the batteries were out of the insulin pump greater than the duration allowed by the pump. Nothing further was reported.